Event description:
According to the reporter: while suturing the uterus, the tip of the needle broke off into the cavity and the surgeon was unable to retrieve the tip. It could not be reported if there was a delay in the case.

Manufacturer narrative:
(B)(4).